Manufacturer narrative:
At a later date, a manufacturer representative went to the site to test the equipment for a different issue. Testing revealed that replacing the umbilical cable for the other issue also resolved the poor image quality issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was producing unclear images intraoperatively. The site opted to use their other medtronic imaging system for the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.